Manufacturer narrative:
One used company cartridge was returned. Viscoelastic was observed in the cartridge. An aneurysm was observed along the top of the nozzle and tip. The tip also had a large aneurysm on the bottom, which had partially torn. Very heavy stress was observed. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The three lenses were also returned. Company lens1: the lens was returned positioned incorrectly in the lens case. A small amount of viscoelastic was observed around the lens edges. The optic was cracked near the edge. This damage may have been caused by a plunger over/underride. Company lens2: the lens was returned in the lens case. Viscoelastic was observed on the lens. The lens had been cut in half across the center. The lens was cleaned with klrp for further evaluation. The optic had cracks on opposite edges. This damage may have been cause by a plunger override. Company lens3: only half of the lens was returned in the lens case. The portion had been cut in half. No other damage was observed. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified lens model/diopters were used. The handpiece model and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause could not be determined for the lens and extensive cartridge damage. An aneurysm was observed along the top of the nozzle and tip. The tip also had a large aneurysm on the bottom, which had partially torn. Very heavy stress was observed. Top coat dye stain testing was conducted with acceptable results. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The instructions for use (IFU) instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of extensive damage (lens and cartridge) can occur if the lens/plunger are not positioned correctly for advancement. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the cartridge or the lens. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscoelastic device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was cracked or marked on the periphery. Surgeon felt it was either the injector or cartridge. No patient harm was reported. Additional information was requested.